Event description:
Affiliate reported that the hospital had difficulty using a total of 14 perforators, which were all reported to the sales rep on a single day. They were blunt and did not cut well. As a result it was estimated that the surgery was delayed for approximately 35 minutes. (B)(4).

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
Affiliate reported that the hospital had difficulty using a total of 14 perforators, which were all reported to the sales rep on a single day. They were blunt and did not cut well. As a result it was estimated that the surgery was delayed for approximately 35 minutes. Reference affiliated (B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a lot number was not provided, therefore the lot records could not be reviewed. A visual inspection of the device when received revealed a missing label, a cracked sleeve and tang damage. The tang damage appears to be consistent with the device coming in contact with a hard surface. The sleeve broke during the first drill during test. The sleeve was replaced then the functional drill test continued. Once the sleeve was replaced, the results confirm that 10 out of 10 test locations fully drilled in accordance with the manufacturer's specifications. There were no issues noted on the drill with sharpness when functionally tested in the control room utilizing the codman 1,000 rpm air driver. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.